Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead was unable to be inserted into the replacement competitor device. Technical services suggested using mineral oil on the sealing rings to lubricate them and ensuring the setscrews are fully retracted. No adverse patient effects have been reported.

Manufacturer narrative:
The boston scientific representative was not present at the replacement procedure and was unable to provide any additional information. Should any additional information related to this event become available, this event will be updated.